Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported: ¿pt was to get three syringes of adriamycin totaling 56.4 ml. Two syringes were filled with 20 ml of adria and one had 16.4 ml. The first 20 ml syringe was given without incident. The 16.4 ml syringe leaked after giving about 9-10 ml of medication. Stopped giving the medication and had second nurse give the current syringe and the third syringe to the pharmacy. Pharmacy checked the syringes, returned the non-used syringe for primary nurse to give patient, and the syringe that leaked was to be remade with the remaining 6 mls. Finished giving pt the 3rd syringe and then the remade syringe without incident. Pt was educated about what occurred and was appreciative for the nurse and pharmacy to correct the situation.¿ rcc received a complaint via email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.